Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The blood glucose level was 23 mmol/l. It was unknown whether the auto mode feature was active or not. The insulin pump received insulin flow block alert. The troubleshooting was performed and the insulin exited. The insulin pump will not be returned for analysis.